Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) was implanted, the surgeon noticed the lens was etched. The patient was complaining of poor vision. The surgeon removed the lens three (3) weeks after the initial procedure. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported damage "etched lens" was observed. Additional observations were as follows: intraocular lens (iol) returned in the plastic specimen container. Solution is dried on both surfaces of the optic and haptics. The optic is scratched/marked-rejectable. The optical resolution is acceptable. The power of the iol was verified. The measured efl was 20.486mm. This is within the specified range for a company 19.5d iol. We are unable to determine the root cause for the reported complaint - etched lens. The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage (the optic is scratched/marked-rejectable) would not meet our current release criteria. The sample evaluation confirms that the iol is within the specified resolution and efl ranges for a company 19.5d iol. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).